Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(6) model: sc-2366-30 serial: (B)(6) batch: 14751114 product family: scs-linear leads upn: (B)(6) model: sc-2366-50 serial: (B)(6) batch: 14830375

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced low back discomfort that the physician had assessed as likely mechanical, although the cause was not confirmed. Additionally, the patient had not used the scs system in years. Therefore, the patient underwent an explant procedure of the implantable pulse generator (ipg) and leads. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.